Manufacturer narrative:
A getinge field service engineer (fse) inspected and found pressure cable assembly damaged. The pressure cable assembly was replaced. Fse checked overall operation. The machine can work normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) pressure terminal is damaged. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site postal code: (B)(6)). Getinge field service engineer (fse) inspected for damage, found pressure cable assembly damaged. Bid for pressure cable assembly later changed cable assembly. Machine can work normally. Change spare parts first. The customer confirms that a po will be issued later.

Event description:
N/a.